Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 6 inspected. The field service engineer replaced the latch and magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had auxiliary drawer 6 failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.